Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to short interval counts (sic), non-sustained tachycardia (nst) episodes with noise, and variation in the right ventricular (rv) lead pace/sense impedance. There was also a high impedance measurement on the high voltage coil. The longest pause due to noise was two seconds. It was noted that the patient fell two weeks prior, but had not been dizzy or lightheaded at the time. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.